Manufacturer narrative:
While this event does not meet the FDA requirements of mandatory reporting, after speaking with FDA and in keeping with the indications provided in the "public health notification: unretrieved device fragments" issued on january 15, 2008, orthofix srl has decided to report this type of event on a voluntary base. The device was returned to orthofix on september 10, 2008 and was examined by the orthofix engineering department. It was immediately sent on to an external laboratory for chemical, mechanical, metallurgical and failure analysis. The conclusion of the laboratory is that the material confirms to orthofix specifications. The broken wire did not show anomalies or defects that could limit its service performance. The breakage of the wire was due to a torsional overload, as evidenced by the shape and morphology of the fracture. Orthofix surmises the wire was most likely subjected to one or more overloads during the insertion process. Orthofix continues to monitor the product line in the market and should additional information come to light, orthofix will finalize the investigation.

Event description:
During insertion of the device for surgical repair of a fractured femur, the wire broke across the threaded tract and the tip of the broken wire remains in the patient's left femur. The surgical process needed to be prolonged and another device was placed. Orthofix was first notified of this event on (B) (6), 2008.